Event description:
A medtronic representative reported that the navigation system becomes unresponsive intermittently during use. A hard re-boot returned the system to normal function. There was no negative impact on the patient outcome due to the reported event.

Manufacturer narrative:
Patient information not provided due to (B)(4)patient privacy regulations. A new computer was sent to the site and installed in the system to resolve the reported issue. System passed all performance testing on (B)(4) 2014 after computer replacement. Suspect part not returned to manufacturer for analysis.